Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the diagnostic display of ventricular events differed from the quick look conduction table versus the high rate episodes. The clinician is concerned the medication titration could be affected if using the wrong resource. The device remains in use. No patient complications have been reported as a result of this event.